Event description:
A pill splitter is used to cut tablets in half for accuracy. However, according to rptr, the pill splitter from mature mart needs to be recalled because the cutting blade is misaligned and is giving an inaccurate split of tablets. This may cause serious consequences. The MFR was contacted and the problem was explained. The representative replied "so what do you want me to do?".